Event description:
It was reported that within hours of implant on the same day, there were increased thresholds and no capture in unipolar, with possible perforation noted. The lead was repositioned the same day and remains in use. The patient remained hemodynamically stable throughout the procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52, implantable pacing lead, (B)(6) 2013. (B)(4).